Event description:
The customer reported that pacing would not capture. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported that pacing would not capture. There was no report of negative patient impact. This report is cancelled because the MDR os being sent in place of the specific region report.